Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information: did the broken blade tip fall into the patient? No. The sales rep reported an additional information that the blade was broken off when a scrub nurse cleaned the device outside the patient. Was the broken blade tip retrieved from the patient? No pieces were fell into the patient. Did this cause a change in the plan of care for the patient? No is the broken blade tip being returned with the device? Yes, it will be returning with the device. Or, was the broken blade tip discarded? Na.

Event description:
It was reported that during a lap myomectomy, the blade was broken off soon. No pieces were left inside the patient. The doctor commented that the device had not contacted forceps. Another device was used to complete the case. There were no adverse consequences to the patient.